Manufacturer narrative:
Investigation findings: an evaluation confirmed the reported problem. The instrument was received with the cutter broken where it meets the actuator. The metal at the site was pulled downward indicating excessive force had been applied. The cutter on the device was tested and met material and hardness specifications. A review of product history for the past 2 years showed one similar event.

Event description:
It was reported that during use, one jaw from the forceps broke. There was no report of injury or surgical delay related to this event.